Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar atrial lead impedance was >2500 ohms. Unipolar atrial impedance was 392 ohms with intermittent undersensing. Atrial capture thresholds had also increased. A lead revision was scheduled at which time the measured lead impedance was normal. Therefore, the pulse generator was replaced.